Event description:
On (B)(6) 2016 it was reported that the patient had her generator removed because the vns didn't work for her but that the leads are still in her body. She said she wants the leads explanted so she can get mris. The patient did not remember when she had the generator removed or the name of the surgeon who explanted it. She doesn't have a treating neurologist right now either. The patient's previous physician reported that he has moved out of state and that he saw the patient too long ago and doesn't remember nor does he have any records on the patient.

Event description:
It was reported on (B)(6) 2014 that the vns was explanted in 2008 or 2009 because vns was making the patient¿s seizures worse. However, it was previously reported in (B)(6) 2012 that the patient wanted her device explanted because it ¿changed her personality¿ and didn¿t help much; there was no indication at this time of an increase in seizures nor that she actually had it explanted. Good faith attempts for further information from the physician and for clarification on whether the device was explanted were made but no additional information has been received.